Event description:
Customer reported that he had low blood glucose. Customer stated that the blood glucose reading was 75 mg/dl. Customer stated that his insulin pump was malfunctioning. Customer stated that the insulin pump was not calculating correctly based on information entered and it was delivering too much insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.